Event description:
It was observed that during the device evaluation, there was no image (black screen) displayed on the gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the reported issue is that the plug unit failed. The most probable cause is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.